Event description:
The customer reported to olympus, the gastrointestinal videoscope channel was clogged. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. The foreign material was spongy with blue fibers. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Initial leakage and electrical safety tests were performed. Due to a crack on distal end cover, insulation resistance value at distal end does not meet the standard value and electrical connector was corroded. Scratches were found throughout the device. Suction cylinder had discoloration. Due to wear of angle wire, bending angle in up/down/left direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to deterioration of braid of bending tube, tightness of the braid had become uneven. The coating of the universal cord was peeling. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it clogging the nozzle although it was identified to be spongy with some blue fibers. Olympus will continue to monitor field performance for this device.